Manufacturer narrative:
As this complaint involved a delivery delay and no product information was provided. No product is expected back for investigation. No investigation will be performed. This is a final report.

Event description:
An adc customer reported that she received her fs test strips but not the replacement meter as requested and as a result she reportedly began to feel symptoms of feeling "shaky and dizzy and then went to a clinic for medical attention". Customer further reported they were diagnosed with hyperglycemia and treated with an "insulin vaccine" which is reportedly a change to the customer's normal treatment regimen. Unsuccessful attempts were made to contact the customer to clarify the medical event and treatment. It is unknown if the customer was on insulin therapy prior to the reported medical event. There was no report of death or permanent impairment associated with this report.